Event description:
The customer reported that insulin pump failed the battery test alarm. The blood glucose reading was 350mg/dl. Troubleshooting was performed. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the anomaly persisted. During the call, the customer stated that she was hospitalized due diabetes ketoacidosis and to high blood glucose of 586mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.